Manufacturer narrative:
Date sent 10/12/2004. Eval summary: one device was rec'd with the blade scratched. The device was tested with a generator and functioned properly. The hand-activated buttons were tested and functioned properly. No anomalies were noted. It could not be determined why the device reportedly malfunctioned. The reported incident could not be recreated nor confirmed. The batch history records were reviewed with no anomalies noted during the mfg process.

Event description:
It was reported that during a colectomy, there was an instrument error. Inserted a second instrument on the handpiece and still rec'd an instrument error. Completed case with another device. Extended the case by 10-15 mins. No pt consequence.